Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 3ml ls 23g 1-1/4in tw barrel was deformed. The following information was provided by the initial reporter: the barrel shape is deformed.

Manufacturer narrative:
H6: investigation summary: two photos and one actual sample was received by our quality team for evaluation. From the photos and the sample, scale line printing was observed to be rubbed off and the barrel was damaged. A device history record could not be evaluated as the lot number is unknown. The probable root cause of this nonconformance could be due to syringe product poor feeding which caused the barrel to be slanted when entering the leak test station dial pocket and resulted in the part being caught / trapped. The subsequent parts are jammed at the main assembly dial machine. This might lead to the trapped part colliding with the on-going production part and caused the scale line printing to be rubbed off and damage on the barrel.

Event description:
It was reported that syringe 3ml ls 23g 1-1/4in tw barrel was deformed. The following information was provided by the initial reporter: the barrel shape is deformed.